Manufacturer narrative:
Additional manufacturer narrative: (B)(4). Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation procedure, multiple "aspiration pump cover error" messages were generated by the aquabeam robotic system. The reported error message was able to be cleared after multiple troubleshooting steps were performed; however, the event caused a procedural delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam console was returned for investigation. The console was tested on the e0053-05 qa test system. The qa cpu displayed a corresponding green and red led upon opening and closing the aspiration pump cover with and without an aspiration tube. A simulated aquablation session could not be performed to confirm the reported event as it was found that the helical gear of the pump cartridge latch was broken. A review of the device history record (DHR) for aquabeam robotic system/serial number (B)(6) and the aquabeam console / lot number 21c00919 was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and its associated component met all design and manufacturing specifications when released for distribution. Aquabeam robotic system user manual, um0101-00 rev. F, was reviewed and states the following: table 4 shows the list of peripherals which could cause the system to be not ready for use. Table 4: aquabeam robotic system status indications aspiration pump cover. Cover of aspiration pump is open. Close the aspiration pump cover over the aspiration tubing. Ensure there is no interference between tubeset and cover door. The root cause is undeterminable as the aspiration pump cover error could not be confirmed due to a broken helical gear and it is unknown exactly what caused the helical gear to break. However, it is likely that the pump cartridge was in a suboptimal position while attempting to lock it in place and the force applied caused the helical gear to shatter into pieces. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.